Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, 85% stenosed, obtuse marginal of the left circumflex, below the bifurcation. After successful predilatation was performed, a 3.0x18 mm xience prime stent delivery system (sds) was selected for use in the obtuse marginal. Attempts to cross the lesion with the sds using force failed due to the patient's anatomy. The xience prime sds proximal shaft separated into two pieces during the failed attempts to cross. The sds was removed from the patient without issue. Additional predilatation was performed and another guide wire was advanced for support, after which a 2.75x18 mm xience prime was able to cross and be implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.